Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed multiple "abnormal aspiration alarms". The field service representative found the mixing bowl was dirty, the vacuum nozzle was not evacuating all of the waste, and the sipper was misadjusted. He adjusted the sipper and vacuum nozzles and cleaned the mixing bowl. He performed ion-selective electrode and precision tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 4 patient samples on a cobas pro ise analytical unit. Patient 1: the initial result was 160 mmol/l. On (B)(6)2024 the sample was repeated and the result was 140 mmol/l. Patient 2: the initial result was 150 mmol/l. On (B)(6)2024 the sample was repeated and the result was 141 mmol/l. Patient 3: the initial result was 147 mmol/l. On (B)(6)2024 the sample was repeated and the result was 140 mmol/l. Patient 4: the initial result was 140 mmol/l. On (B)(6)2024 the sample was repeated and the result was 134 mmol/l. All of the samples were repeated again on another module and the results were consistent with the repeated results obtained on the initial module. The results obtained on the other analyzer were not provided. The samples were repeated due to failed qc. The repeated results were believed to be correct.